Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed outside the patient and it was noted that the distal stent strut was found to be lifted. The procedure was completed with another 2.5x24 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first six rows distorted, stretched and lifted proximally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged proximal side which is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed outside the patient and it was noted that the distal stent strut was found to be lifted. The procedure was completed with another 2.5x24 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.